Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty stirrer motor and distribution board. The technician replaced the board and the motor to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. No further evaluation could be performed, as the customer kept the replaced components and scrapped them. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Components discarded by customer.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during setup. There was no patient involvement.